Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer ultimately filled and loaded the cartridge successfully. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose was 78 mg/dl.